Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered cardiac perforation requiring pericardiocentesis. It was reported that while taking a baseline voltage of the map of the endocardial tissue while performing a vein of marshall ethanol infusion the patient suffered a pericardial effusion. They stated that when the physician was trying to cannulate the cs (coronary sinus) with the wire, the physician noticed a perforation distal of the eustachian valve and that had gone through the cs. A pericardiocentesis was performed and 300 ml was removed. The procedure was canceled, and the patient was transported for overnight observation. They stated that the perforation was confirmed using the soundstar catheter and there will be a follow-up echo tomorrow. They also confirmed that there was a pentaray and soundstar catheter during the event. They stated that they stepped out of the room when they started the pericardiocentesis. All catheters were discarded post-procedure and are not available for return. The catheter information is not available as everything was discarded post-procedure. No ablation catheter was used. The adverse event was discovered mid case while attempting a side part of the procedure not using bwi products. Physician¿s opinion on the cause of this adverse event- was using too stiff of a wire to cannulate the coronary sinus/vein of marshall- led to the small dissection of the cs (coronary sinus). Epicardial access was gained, patient was tapped to drain 300cc of blood off the pericardial space. No more blood collected post. Outcome of the adverse event was fully recovered (no residual effects) . Patient kept overnight as usual and kept as inpatient to reattempt afib ablation later this week. Generator not used; no ablation connected. Transseptal puncture was performed with a nrg transseptal needle through medium curl agilis. Prior to noting the pe (pericardial effusion) or CT (computed tomography), ablation was not performed. No evidence of steam pop. The event occurred after 1st series of mapping, before 2nd series of mapping. After transseptal, before ablation. No error messages observed on biosense webster equipment during the procedure. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.